Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-04061. It was reported that patient experienced pain, burning sensation and vaso-vagal response after trial leads were pulled on (B)(6) 2019. As a result, patient was taken to a hospital to be treated. The symptoms resolved afterwards.